Event description:
It was reported that the patient underwent a revision procedure due to the cuff not deflating when the pump was pressed with an artificial urinary sphincter (aus). The patient required to be catheterized until the revision procedure. The aus cuff was explanted and during the procedure the physician observed an erosion.

Manufacturer narrative:
Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there was no device allegation made against the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications.

Event description:
It was reported that the patient underwent a revision procedure due to the cuff not deflating when the pump was pressed with an artificial urinary sphincter (aus). The patient required to be catheterized until the revision procedure. The aus cuff was explanted and during the procedure the physician observed an erosion.